Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports that a leak was observed on the set. The set leaked from the filter during priming before patient use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received for further evaluation. However, review of our discrepancy management system (dsms) database shows that during functional inspection testing 2/15 units leaked at the joint of blood filter housing. Retain samples were inspected and no defects were noted. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up is being submitted to inform you that b. Braun medical inc. Is issuing a voluntary device recall removal for batch number: 0061685454 for the blood administration sets. The lot was distributed between august 12, 2019 and september 9, 2019, and has an expiry date of june 30, 2022. B. Braun medical inc. Has identified through complaints the potential of leakage at the joint between the blood filters and tubing.